Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article , "quadruple valve replacement for patients with carcinoid heart disease", was reviewed. This research article reported a case study on a (B)(6)-year-old woman who was suffering with symptoms of carcinoid including flushes and weight loss for 16 months. The patient developed congestive cardiac failure and a subsequent echocardiography confirmed severe aortic, mitral and tricuspid regurgitation. The patient then underwent a quadruple valve replacement with epicardial leads on the right ventricle: pulmonary valve replacement (19 mm perimount), mitral valve replacement (25 mm perimount), aortic valve replacement (trifecta 19 mm), tricuspid valve replacement (25 mm perimount). Post-operatively, the patient developed acute renal failure requiring hemofiltration and the patient also developed right subclavian vein thrombosis which was treated by anticoagulation with warfarin. The patient was discharged post-operatively on day 41. It is unknown if the trifecta valve is related to the patient's complications, therefore this event is being conservatively reported. The article concluded that carcinoid heart disease with involvement of all four valves is rare, but quadruple valve replacement in symptomatic patients can result in functional improvement with acceptable risks. The primary author of the article is eleanor walsh, queen elizabeth hospital, birmingham, england. The correspondence author is kirkpatrick santo, queen elizabeth hospital, birmingham, england with the corresponding email kirksanto@hotmail.com.

Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. As reported in a research article, a 64 year old patient underwent quadruple valve replacement which included an aortic valve replacement with a 19mm trifecta valve; events of acute renal failure and right subclavian vein thrombosis was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.